Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he was hospitalized for two days due to high blood glucose and diabetic ketoacidosis. The customer did not know the exact cause of his high blood glucose; however, he cited the infusion sites as a possible cause. The backside of the infusion site was fused together and prevented insulin delivery. No troubleshooting occurred, and no products were returned or replaced.